Event description:
A cervical fusion occiput to c3 was being performed when it was noted that the mayfield pin headrest was slipping on the base it was locked to. The issue was solely with the base slipping, not the mayfield headpins. There was no injury involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.